Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had progressive right hip pain, device failed due to corrosion at the neck-stem junction. Revision could not be confirmed: part ID: dbfpgb48 dynasty® bf shell primary, lot: 1581163, qty: 1.